Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor therapy. It was reported that the after the pyloroplasty and gastric stimulator insertion that took place on monday, (B)(6) 2021, the patient developed a subphrenic abscess in front of the left lobe of the liver. This was discovered after the patient was re-admitted on saturday, (B)(6) via CT scan. A drain was placed saturday, (B)(6). The patient has also been treated with antibiotics. The patient has been admitted since saturday and is still there today ((B)(6) 2021). The surgeon repeated the CT today ((B)(6) 2021) and it looked better. The patient is currently on liquids and hopefully goes home tomorrow ((B)(6) 2021). The assumption is that the pyloroplasty leaked slightly and created an abscess. The gastric stimulator insertion went well and there were no issues associated with this portion of the procedure. Unfortunately, the pyloroplasty leaked and created an abscess. The surgeon elected to place a drain in the patient, treat them with antibiotics, and leave all implants in the patient. The patient had a CT again today and things are looking better per the physician. Additional information was received from a manufacturer representative (rep). The rep reported that the patient was able to go home (B)(6) as planned. It ended up being a hematoma and not a leak. Additional information was received from a healthcare professional (hcp). The hcp reported that clarification to if the hematoma abdominal fluid was related to the device or not. At the time of the stimulator placement, the physician performed a pyloroplasty. It was hard to say which portion of the procedure caused the hematoma next to the liver. However, the patient responded well to the drainage and they did not require further surgery, stimulator is working. In conclusion, it may be related but hard to define the cause.